Manufacturer narrative:
(B)(4). Batch # n91c8y. The device was received with the blade broken off and not returned with the device; in addition, the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: " the ¿max¿ and ¿min¿ button was out of work ". The device was functional when the max or min hand activation buttons were depressed. However, during functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the ¿max¿ and ¿min¿ button were out of work. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.